Manufacturer narrative:
Analysis found outer insulation abrasion breach at two locations from end of tip electrode, exposing the svc cables. The abrasion found is consistent with that caused by friction with another device.

Event description:
Patient presented to the clinic for follow up and upon ICD interrogation, a number of aborted shocks were noted. Review of stored egms revealed noise on the lead. The lead was electively explanted.

Manufacturer narrative:
Na